Manufacturer narrative:
The customer's calibration and qc results, and system alarm trace were requested but not provided. The investigation found the customer did not use rack adapters. Per product labeling, "incorrect results and errors due to misaligned sample tubes: not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer performed a visual inspection of the patient's sample and no fibrin or clots were discovered. The field service engineer performed system checks. He replaced the gear pump head and adjusted the pressure. He performed performance testing with ok results. After service, the customer performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas 6000 e 601 module. Prior to patient testing, the customer confirmed calibration and qc were ok. The patient's initial hcg result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on a different cobas 6000 e 601 module. Also, the customer performed a manual dilution with the patient's sample and tested the sample on the initial analyzer. The patient's sample was "diluted to be >10,000 miu/ml," and the initial hcg result was 385.9 miu/ml. The patient's repeat hcg result on the different e 601 module was 59874 miu/ml. The patient's sample was automatically diluted by the analyzer. The patient's repeat hcg result on the initial e 601 module was 58080 miu/ml. The customer performed a manual dilution with the patient's sample. The customer determined the hcg result of 59874 miu/ml was correct. The hcg reagent lot number was 516539 and the expiration date was requested but not provided.